Event description:
It was reported that the button of the spirit insulin pump is non- functional. No adverse event reported. The infusion device cannot be returned for legal and customs issues.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) law doesn't allow product return